Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted on (B)(6) 2010. 419688 lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. A review of the episode found that the inappropriate ventricular fibrillation (vf) therapy of anti-tachycardia pacing and shock was due to t-wave oversensing (twos) on the right ventricular (rv) lead. There was also an rv lead noise warning triggered for the rv lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.